Event description:
It was reported that an obtryx ii mid-urethral sling system was implanted into the patient on (B)(6) 2013 and discharged the same day with a catheter for catheterizing intermittently. On (B)(6) 2013, the patient was treated for moderate detrusor atony with catheterization. This event recovered/resolved on (B)(6) 2013. On (B)(6) 2013, the patient was treated for moderate urinary tract infection with ciprofloxacin and prophylactic diflucan. This event resolved/recovered on (B)(6) 2013. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted. Additional information (B)(4) 2014: when the patient was seen on (B)(6) 2013, the patient presented with severe back pain, fever of 100 degrees f (101 f earlier in the day), and reported vomiting once that morning. A urine sample was collected that day. The results of the urine sample were read on (B)(6) 2013, indicating the patient had a urinary tract infection (uti). The patient was then notified, and it was on that date, (B)(6) 2013, that the patient began treatment with ciprofloxacin.

Event description:
It was reported that an obtryx ii mid-urethral sling system was implanted into the patient on (B)(6) 2013 and discharged the same day with a catheter for catheterizing intermittently. On (B)(6) 2013, the patient was treated for moderate detrusor atony with catheterization. This event recovered/resolved on (B)(6) 2013. On (B)(6) 2013, the patient was treated for moderate urinary tract infection with ciprofloxacin and prophylactic diflucan. This event resolved/recovered on (B)(6) 2013. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Product was not returned; therefore a physical evaluation of the device could not be performed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. A labeling review was performed and found tht there is no information provided which indicates that the device was not used in accordance to the directions for use (dfu). The directions for use (dfu) lists infection and urinary retention as potential complications; therefore, the use of the device may have contributed to infection and urinary retention. The most probable root cause is anticipated procedural complication.